Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 08/29/2025, a sales representative reported via email that an ar-2324 pctt peek swivelock suture malfunctioned during a rotator cuff repair procedure utilizing a speed bridge technique. The patient's bone quality was assessed as good, so the surgical team opted to use the silver punch. After 5 to 6 turns of the driver, the anchor did not appear to be advancing. The surgeon removed the anchor to repunch. At that point, the scrub technician attempted to twist the paddle so it would sit flush with the knob, but was unable to advance or retract the paddle. It simply spun and produced a clicking sound. A second ar-2324 pctt was opened and implanted without issue. This was discovered during use on (B)(6) 2025, with no patient harm reported. Additional information has been requested on 09/08/2025. Additional information received on 9/10/2025: the procedure was delayed about five minutes as the surgeon was trying to reverse the paddle and salvage the anchor. No additional anesthesia was needed. The case was completed using another ar-2324pctt peek swivelock suture form a different lot number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.